Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the image was not displayed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: due to damage in the charged-coupled device. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the small intestinal videoscope's image was distorted with purple stripes running across it. There were no reports of patient harm.